Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation approx. 25 cm distal to the df4 connector pin. The coating of the cable to the rv shock coil was found damaged in this area. This finding can be considered as the root cause for the observed intermittent shock impedance mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as result of interaction between the lead body and the generator housing. Further inspection demonstrated a damaged insulation approx. 31 cm distal to the df4 connector. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that in this section the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during a follow-up about 5 months after the implant, intermittent shock impedance below 25 ohms was noted. The x-ray did not show any damage of the lead. During a revision procedure, a stylet could not be inserted completely into the lumen. The lead was finally extracted and sent for analysis. No adverse patient side effects were reported.